Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 5 reports (same patient, same event, different products). Other mfg report numbers: 3006697299-2024-00045. 3013886523-2024-00123. 3014334038-2024-00085. 3006697299-2024-00047. A facility reported an intracranial pressure (icp) kit was inserted on (B)(6) 2024. The icp was 13-14 mmhg and went suddenly to 35 and the patient was treated with mannitol: pressure decreased to 11 mmhg. Suddenly the cerelink monitor with no movements or change, gave the message: ¿sensor or extension cable failure! Disconnect and replace cable or sensor¿. They replaced the cerelink monitor and the cable with another two units, but the message remained. The event led to 45 minutes delay in patient care. They switched off the monitor but after turning it on again the message kept being the same. They had to stop the monitoring. The patient was critical, they needed icp measuring; therefore, the sensor was retrieved, and the monitoring method was changed to evd.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the unit was tested over the course of multiple days, and found to not exhibit any errors or failures, the issue was not able to be replicated. The complaint could not be verified through failure analysis. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was received for analysis and the investigation could not confirm the complaint. Since the cerelink monitor unit could not be replicate the issue at the service and repair center, the likely root cause of this issue is likely related to one of the components used in conjunction with the monitor, or related to the setup/use of the system.